Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The clip was advanced and the leaflets were grasped. During attempts to establish final arm angle the clip opened from fully closed to 30 degrees. Subsequently, the clip was removed and exchanged. The procedure was concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.